Event description:
It was reported during implant the lead connector could not be fully inserted into the ICD header. The lead was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the front seal and the proximal end of connector boot was measured to be out of specifications. This is consistent with the lead insertion difficulties observed in the field.

Manufacturer narrative:
The front seal was damaged in the field.

Manufacturer narrative:
The front seal and the proximal end of the connector boot were damaged in the field.